Event description:
Reportedly, during a laparoscopic cholecystectomy, ligaclips did not hold on duct or artery. Pt started bleeding and this necessitated conversion to an open proceudre. No further pt injury reported.